Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a latitude red alert was issued for high rv lead impedance on the non-boston scientific rv lead. The lead impedance was greater than 3000 ohms. The patient was seen in clinic and appropriate pacing and sensing were verified. It was noted that the high, out-of-range impedance measurements have been ongoing and the patient is not paced in the rv. No adverse patient effects were reported. The system is being monitored.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker was explanted due to impedance issues and high thresholds. The associated right atrial lead had triggered a lead safety switch due to high, out-of-range pacing impedance and had also exhibited noise. The right ventricular lead had exhibited high thresholds and noise. The leads, both from another manufacturer, were explanted with the device